Event description:
On (B)(6) 2011 dr. (B)(6) in (B)(6) and she worked for (B)(6) hospital in (B)(6). She ain't playing me with the birth control device called essure birth control their two rods they're stuck in my fallopian tubes on (B)(6) at 2011 she knew they would be recalled in 2008, but she still put them inside me in 2017 I had a young daughter on (B)(6) 2017 I had a daughter born without reproductive parts. I was not supposed to have a baby (B)(6) of 2018 I gave birth to a stillborn baby who was born without reproductive organs, and she died 6 hours later after giving me her last breath I am currently living in (B)(6) without my fallopian tubes and my ovaries. Dr (B)(6) of (B)(6) hospital in (B)(6) removed the detected and corroded ovaries and my fallopian tubes (B)(6) of 2019 and ever since then I've been having problems in my lower region of my public area and my uterus area. I need help and I need a lawyer to go after dr (B)(6). Ref report: mw5167053.